Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump was returned for investigation. A kink was observed at the kink protector on the catheter side. No other physical abnormalities were observed. Pump was turning on during the test run. The pump passed optical light testing but failed electrical testing on all three motor lines. Further investigation revealed that all three motor lines were found stretched and fractured inside the red handle. According to the clinical details, the pump was tried to be restarted multiple times without success. Additionally, it was reported that either the bed or aic cart wheel had been on top of the white impella 5.5 power cable. Data logs show the pump ran for 440 hours and reported a pump stop at the end of the case run with impella stopped alarm 115/119. The cause of the pump stop issue was an open electrical line due to excessive force. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock, sections: using the automated impella controller with the impella catheter, using the automated impella controller with the impella rp with smartassist system catheter, and impella stopped. Added- d9 device return date d4-updated model number added- d6a/d6b

Event description:
The user facility reported a 43 year-old male patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support. The patient had been waiting for a left ventricular assist device placement. After 18 days of support, the impella device¿s pump stopped. Medical staff attempted to troubleshoot by aic replacement, but instead determined the pump itself had to be replaced. A new impella device was implanted. Medical staff alleged that the impella device¿s pump's cord was under the bed wheel which may have caused the pump stoppage. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿